Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a foreign object in the separation gel. No patient impact reported.

Manufacturer narrative:
(B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, there was a foreign object in the separation gel. No patient impact reported.

Manufacturer narrative:
The following information has been updated: d.9. Returned to manufacturer on: 2024-01-09. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes. Investigation summary: catalog number: 367983. Batch number: 3194470. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Two customer photos and one customer sample were received. After review and analysis of the customer photos, fm can be seen within the tube. Therefore, bd is able to confirm the customers reported defect based on the customer photo analysis. 1 customer sample was subjected to visual inspection for fm. 1 of 1 customer sample failed. After review and analysis, the fm in the tube is dirt. Therefore, bd is able to confirm fm-dirt based on visual inspection of the tube. Based on a review of batch records and the investigation results, no definitive root cause from the manufacturing process has been identified as a contributor. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.